Manufacturer narrative:
Results of investigation: this ventilator was serviced by a vyaire medical authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. It was discovered that the reported issue was due to a faulty main pcb. The service technician replaced the main pcb to address the customer's reported issue.

Event description:
It was reported to vyaire medical that ventilator had a xdcr fault while in use on a patient. There was no report of any harm associated with this reported event.